Event description:
(B)(6) 2025 mpxr 1305085 (con, rep): t was reported that patient (pt) was getting bilateral cervical and arm coverage and preferred to be on ld when at their first post-op appointment. The rep spoke with the patient about positional changes, however the pt opted not to have the closed loop initiated because pt wanted to adjust the stimulation on their own. Patient called the rep on (B)(6) 2025 stating that they would like to have the close loop program initiated because the system felt like it was shocking them and the patient was irate. The pt reported being shocked when increasing stimulation. The rep met with the patient on (B)(6), kept pt's ld program and gave pt another program with close loop initiated. The patient again said that the coverage was very good. Pt was moving their neck around bending over twisting and did not experience any shocking. Rep called the patient on (B)(6) to check and see if the program was still efficacious. The patient stated at that time that he felt really good and was able to do more activities over th e past 24 hours with no overstimulation or shocking sensation. The patient requested additional meetings with reps. The issue is not yet resolved and no actions have been taken, but the rep noted they would submit new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they met with the patient (pt) and determined the shocking issue was due to the pt increasing stim and positional changes were causing them to feel like they were being shocked. Rep met with pt on (B)(6) 2025 at the physician clinic and the pt was reprogrammed with dtm therapy. The pt reported the shocking issue has been taken care of and the information has been confirmed with the physician.